Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer adjusted the tubing and ensured there were no kinks, resuming insulin delivery. Occlusions continued and the customer was sent a replacement pump to resolve the issue.